Manufacturer narrative:
Analysis of the returned device confirmed the complaint. Evaluation indicated there was a 0.05" by 0.06" puncture in the cuff, 0.4" from the proximal end of the cuff. The product instructions require manufacturing to perform a cuff inflation and leak test during production. The information most likely indicates inadvertent damage during handling / intubation. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the endotracheal tube cuff had a hole in it and would not inflate prior to a parathyroidectomy. The patient was re-intubated, however reporter was not aware of any patient impact. It was the first time the tube was used.